Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that she has a burning sensation behind the device. She also reported that the lead was too thick and the subclavian vein collapsed around the wire. She reported that it first happened last year and due to this, the physicians performed an angioplasty and put her on coumadin. This resolved the issue, but now it happened again. She reported, the physician wants to do another angioplasty. She also has a swollen arm. The patient further reported that she felt a sensation like "touching a battery to your tongue" behind the device. The device and lead are still in use. No further patient complications have been reported as a result of this event.